Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of three samples were submitted to the manufacturer for evaluation. Through visual examination of the received samples, no damages or abnormalities were observed. The samples were subjected to leak testing; the samples passed with no leakage observed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While the reported issue could not be replicated or observed from the received samples, air in line problems are a known issue. The reported event is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
The original complaint was for air in line during use and the customer reported that all the lots reported failed due to air in lines. She stated that they tried a few devices from each box and that none of the worked properly. She stated that they had difficulty getting lines but now have more than enough inventory, as such they would like credit for the 10 boxes.